Manufacturer narrative:
The product has been discarded. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in fenestrated screws with cement at t10 and kyphoplasty at t9 on a t10-pelvis posterior spinal fusion surgery for spinal deformity. It was reported that the patient received a kyphoplasty and cement in fenestrated screws. The patient was asymptomatic however came in for follow-up imaging in which an abnormality was discovered. Patient was referred to interventional radiology for biopsy and a sample was collected. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the cement might have leaked into patient lung. On (B)(6)2022, patient underwent surgical resection of l6 lung adenocarcinoma metastasis. The surgical treatment included l2-pelvis posterior instrumented fusion, l5 left partial corpectomy, l2-l3 decompression and allograft and l2 vertebroplasty. Patient did not report cardiopulmonary symptoms or other complications during post-op follow ups and recovered uneventfully. On (B)(6)2023, a two-week follow-up routine chest CT scan performed and showed a foreign body within the right pulmonary artery extending into the interlobar artery. The patient was referred to interventional radiology for foreign body retrieval. Patient was asymptomatic at this time. On (B)(6)2023, interventional radiology was performed and tested negative for cough, shortness of breath, wheezing, loss of consciousness, palpitations, chest pain or coughing up blood. Preprocedural vital signs and labs were within normal limits. A review of the patient¿s CT scan was performed and showed an elongated hyperdense structure within the right pulmonary artery buckling into the right interlobar and proximal segmental branches. The structure was of relatively uniform diameter and of homogeneous density. The material was hard and friable, attempt of percutaneous retrieval of the foreign object was complicated by inability to retract the fragments through the sheaths and the risk of having smaller fragments embolize to other areas. While we successfully removed the smaller fragments of the cement embolus, the risk of causing vascular damage from trying to remove a stiff material through it terminated any further attempts. The patient was then monitored for 1 hour in the post-operative area and remained asymptomatic following the procedure.

Manufacturer narrative:
B2: patient had pulmonary embolism. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.